Event description:
The facility reported to our international affiliate that the line near the patient detached from the luer lock connection of the 3-way stopcock. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a560 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. Four a560 subassemblies were received with the male luer locks disconnected from the tubing. The solvent ring on the tubing indicated that the tubing had been fully seated into their corresponding connectors and solvent applied. The tubing measured within specification on all 4 samples. The female luer locks (fll) were all firmly attached. The fll connections were pull-tested and exceeded the 10lb pull value for the unit. There did not appear to be any mfg issues. The tubing assembly in question was manufactured on an automatic tubing assembly machine. The product is 100% visually inspected by the operator for proper assembly and sufficient solvent. As part of the inspection process any units removed during the 100% were reworked by the operator. As a precaution in mid december 2007, this practice has been discontinued. Any units removed during the 100% inspection are being discarded. Smiths was able to confirm the issue; however, no root cause cold be determined. No additional action is necessary at this time. Smiths considers this MDR closed with this report.